Event description:
It was reported that the customer's insulin pump alarmed motor error several times. It was stated that the device was not exposed to a high magnetic field. Troubleshooting was performed, and the displacement test failed. The self test was performed and the test was ok. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.